Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient called the rep and said "she thinks the leads have moved". The patient said she feels like they are coming through the skin and have become disconnected from the battery. The patient also noted that she is charging frequently. The patient noted falling several months ago, but her ins has been working fine until now. The patient was reprogrammed and x-rays were ordered. Surgical intervention has been planned, but has not been scheduled. No further complications were reported. No additional patient symptoms were reported.